Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient coded but did not require resuscitation.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the tortuous left anterior descending (lad) artery. After pre-dilation was performed, a 2.25mmx24mm promus premier drug-eluting stent was successfully implanted. However, a perforation was noticed at the distal portion of the lad. A 2.8mmx26mm non-bsc stent was then advanced to cover the perforation and the procedure was completed. No further patient complications were reported and the patient's status was fine.